Manufacturer narrative:
(B)(4). Batch # u5c66v. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload unfired loaded on the device. The device was tested for functionality in the straight position with a returned reload and the closing trigger was noted stiff . The device achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. In order to verify the condition of the internal components, the device was disassembled, and the interaction between the closing trigger and the release button spring does not have the tension to fully push the release button to its home position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the release button spring became slightly rigid. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Upon visual inspection of seven photos, the following was observed: the first and second photos show a device from handle are and the trigger can be seen in the open position. The third photo shows a device from handle are and the trigger can be seen in the closed position. The fourth and fifth photos show a device from anvil with a green reload loaded and buttressing on the reload in the open position. The sixth photos show a device from anvil with a green reload loaded and buttressing on the reload and the anvil can be seen partially open. The seventh photo shows a label on the box and it belongs to product code plee60a, lot # u9400t. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while they were setting up for a lap sleeve gastrectomy. The tech loaded the plee60a stapler with a green reload (gst60g) and staple line reinforcement (ech60r). When she opened the stapler jaws off of the slr applicator, she noted the jaws only partially opened. She was able to open them completely by pushing the closing handle of the stapler forward. Upon inspection she stated there is a grinding feel to the stapler. Another stapler was opened and utilized successfully during the procedure. I tested the device before the procedure started and it won¿t open completely. The closing handle stops prematurely and the jaws seem to stop halfway. Both will return to the expected open position by pushing the handle open. The device was never used in a patient. There were no patient consequences.